Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue could not be tested due to device components not returned. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using three proglide devices via a 7f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of all three proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.